Event description:
The customer reported intermittent function on their handpieces. During in house inspection by the manufacturing facility it was reported that this device had a loose o-ring. There was no patient involvement, no adverse consequences, no medical intervention and no procedural delays.